Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jul-2019 the following findings: during investigation, the battery compartment was found to be cracked. Additionally the display was found to be dim/discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a dim/fading color spectrum. This report is made based on results of investigation completed on (B)(6) 2019.